Manufacturer narrative:
(B)(4).

Event description:
It was reported that both anchors deployed simultaneously. The anchors were removed from the patient. A backup device was available to complete the procedure without delay or patient impact.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is in good condition. The device was visually evaluated and did not show signs of misuse. T1, t2 and suture were returned, but freed from the delivery needle. Functional test indicates that the actuator functioned, the device advanced and cycled normally. The complaint of simultaneous deployment could not be confirmed nor disproved since the device shows no deformation of the needle. No root cause related to the manufacture of the device can be established. No further investigation is warranted. (B)(4).